Event description:
The physician was unable to detach the deltaplush coil (cpl100153-30/c16271) during a coil embolization of a right internal carotid artery aneurysm. The coil was withdrawn together with the microcatheter, and the procedure was successfully completed without further issues. However, due to the event it was delayed for 10 minutes. There was no patient injury/complications reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush had been maintained through the non-codman microcatheter at all times. Prior to use, no defect was noted on the products by visual inspection, and no damages were reported on the other devices after the event. Since it has already been disposed, the coil is not available for evaluation. No further information was available.

Manufacturer narrative:
(B)(6). Concomitant devices: 6f axcelguide (medikit, type unknown), 6f cerulean dd6 (medikit, type unknown), and an unspecified y-connector by terumo. Complaint conclusion: the device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil detachment failure could not be confirmed without return of the product for analysis. Based on the information provided, and without product return, it is not possible to determine the root cause of the event or factors that may have contributed to the event. There was no evidence provided by the customer or the device history review to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR.